Event description:
It was reported three months following uneventful biliary catheter placement, an x-ray performed for chronic abdominal discomfort revealed the pigtail of this catheter was fractured. Attempts to retrieve the detached pigtail percutaneously were unsuccessful. Successful retrieval utilizing a scope followed. Another catheter was successfully placed without any pt complications. The user facility will not release this device for eval. Therefore, no failure analysis will be available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co cannot determine the cause for this event.